Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon eval the trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
Zoll customer support reviewed the download of a (B)(6) year old male pt which revealed several service code 107 flags. The pt was issued a replacement electrode belt.